Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine interrogation. Upon interrogation, right atrial lead noise was noted. The clinic was made aware and will monitor as patient rarely atrial paces. No changes were made. The patient was stable.